Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a procedure to replace the right ventricular lead was completed on (B)(6) 2020 for unknown reasons. Further information was requested but was not available.